Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 became kinked while being advanced through the touhy and, therefore, the cat6 was removed. The procedure was completed using a new cat6 and a new touhy. There was no report of an adverse effect to the patient.